Event description:
Device report from (B)(6) reported a broken rod. A scoliosis correction was done to a pt in (B)(6) approx 1.5 years ago. After one year, one rod broke and was replaced. (B)(6) 2010: first surgery occurred, fixation with pangea system plus left iliosacral t10 to s1. In (B)(6) 2010, pt reported low back pain. It was noted that the left rod was broken. Second surgery on (B)(6) 2010, revision of the rod distal end. A rod to rod connector and a connector were applied to the distal end and the iliac fixation was removed. (B)(6) 2011: pt experienced low back pain. X-rays showed that a rod is broken above the rod to rod connector. This report is on the breakage of the 2nd rod.

Manufacturer narrative:
Lot #: due to the condition of the broken rod, synthes (B)(4) is unable to determine which of the two lot numbers is associated with the 2nd rod. The lot number is either 3257792 or 3189825. Investigation coordinated by synthes (B)(4). Report received indicates the measurable dimensions of the rod fragment were checked and found to be in compliance with the technical drawings and ao/asif specs. The chemical composition was tested and confirmed as the correct material. Metallographic examination for hardness confirmed material is in accordance with the ao/asif specs and international standards. No evidence of material or mfg defect. As synthes (B)(4) is unable to determine the exact lot number of the device, the mfg date is either sept. 2009 or june 2009.